Manufacturer narrative:
Reported to the FDA on (B)(4) 2012. FDA registration number. (B)(4).

Event description:
Stated problem: female comatose pt (B)(6) commenced on flexi-seal fms (B)(6), for perfuse diarrhoea. The product has been bypassing so was discontinued (B)(6). Nurse noticed that there was what he described as category ii pressure damage to the pt's lateral peri-anal area. Nurse thinks that the less flexible area of the inflation tubing may be implicated because that part of the tubing was in contact with the damaged area. The damage was not bilateral although the small inflation and irrigation tubes are. The pt is on a support bed but turned on regular regimen. No abnormalities or damaged areas were detected at pre-insertion exam. The pt continues to have diarrhoea so suggested external faecal pouches to try and preserve her skin. From a clinical perspective, a causal relationship between the fecal management system and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. Case of cat ii epuap scale pressure ulcer possibly related to fecal management system (fms) use. In spite of repeated attempts to get more details about the event, the only update we were able to receive on the case is that the wound is granulating and healing progression is satisfactory. No other intervention was required other than discontinuation of the flex-seal kit.